Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the battery indicator symbol first appeared at 8:00am on an unknown date in (B)(6) 2015. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his diabetes management routine as a result of the battery indicator symbol appearing. He reported that ¿within 1 week¿ after the alleged issue occurred, he developed symptoms of ¿dry skin [and] sweating¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there had been no misuse of the product. Based on the information provided, the meter¿s battery did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of an acute diabetes excursion after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a shorted capacitor c19. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.